Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device smoking was duplicated. Based on the investigation details, the likely cause was a third party asic (motor controller). The handpiece showed signs of tampering, unauthorized repairs, and other third party components. All third party and failed components were replaced. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began smoking when connected to the battery during a set up for a total knee arthroplasty case. There was no pt involvement. Backup equipment was used to complete the planned procedure. There was no medical treatment or intervention required, and there were no adverse consequences reported as a result of this event.